Manufacturer narrative:
The baxter technician found that the siderail board was defective. Per the baxter user manual: to install the pendant into the siderail 1. Position the pendant next to the opening in the intermediate siderail or head-end siderail, depending on the cable length. 2. Insert the top edge of the pendant into the siderail so it engages the upper section of the siderail. 3. Rotate the lower edge of the pendant in until it clicks into position inside the siderail. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on april 2, 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the siderail board to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that versacare frame was going up and down without any user input. The bed was located at the account and occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.